Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, as information was not forthcoming (patient medical history, post-op care), the cause of the endocarditis is unknown.  However, the physician stated the cause may be due to contamination during the tavr procedure.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), after a transfemoral tavr procedure, an infective endocarditis (ie) occurred.  A 23 mm sapien 3 was deployed in aortic position without complications. On postoperative day (pod) 7, the patient was discharged. On pod 19, the patient was re-admitted to the hospital due to decreased level of consciousness of unknown cause. An encephalomyelitis was confirmed by examination. An ie was also suspected, which was eventually determined as postoperative ie. Staphylococcus aureus was found by blood culture and infective findings were confirmed on the sapien 3 valve in the aortic position and native mitral valve by echo. The patient had been monitored but the infective symptoms were not improving. Finally, the patient developed infection of (B)(6) and remained no improving of the general status, and then passed away on pod 35. The cause of death was reported as sepsis due to the ie.   The physician suspected not "infection caused by biological medical device" but "infection due to valve decontamination upon tavr procedure".

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.